Event description:
The customer's mother called and reported the insulin pump was shutting off at times. It was stated that insulin delivery would stop, the pump would shut off and patient would have to manually restart it. It was stated the customer's blood glucose was possibly elevating and he was not receiving any alarms. Changing the battery did not solve the issue. It was advised the customer should call in order to troubleshoot the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.